Event description:
Boston scientific received information that during an implantable cardioverter defibrillator (ICD) replacement procedure, it was originally thought that the physician was experiencing difficulty releasing the right atrial (ra) and right ventricular (rv) set screws on the device header. Subsequent information was received that the physician missed unscrewing the set screws and once the set screws were correctly released, the leads were successfully removed from the device's header. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a thorough evaluation of the device was performed. Pre-decontamination inspection noted that the ra setscrew was stuck in the up position, force was applied to free the setscrew. All other setscrews moved freely and operated normally. Post decontamination microscopic visual inspection noted tool marks in the device header surface. Visual inspection found that the lv seal plug was missing and body fluid contamination was seen in its connector block. A series of electrical tests were also performed, and normal device function was observed. Analysis testing confirmed the field report of setscrew issue. Analysis findings were consistent with induced damage.